Manufacturer narrative:
Four (4) samples were received for evaluation in used conditions without their original packaging. Visual and functional testing was performed on the samples and all samples presented a leak between the bag and the pump tube. The customer reported failure is confirmed. The root cause was determined to be the rf machine that performs the sealing process on the bag. The sealing machine was repaired to eliminate the weak seal in that area, changing the generator of the equipment who produce the quality of the sealing in the bag. A internal corrective and preventative action was opened to document the investigation efforts to address this reported condition. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release and no non conformances were identified during this DHR review. Additionally, manufacturing controls are in place to detect leaks and reduce the potential for occurrence during the manufacturing process.

Event description:
It was reported that there were multiple occurrences (16) of cassettes leaking after being filled with fluid. It was reported that the leak was observed from the internal pvc bag after filling and the leaks were not always present right away, some of the cassettes were noted to leak after about one to two weeks after storage. No patient injury was reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07950 is no longer considered reportable, please disregard any MDR reports associated with it.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07950 is no longer considered reportable, please disregard any MDR reports associated with it.